Manufacturer narrative:
A2,a4 and a5: unknown/ asked but not available. B3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2023. D6a: if implanted, give date: not applicable, unknown/ asked but not available. D6b: if explanted, give date: not applicable, unknown/ asked but not available. H3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monocular intraocular lens (iol) had a scratch on it. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: -29-aug-2023 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues with the lens were identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.